Event description:
It was reported that the device only lasted approximately 3.5 years and the customer was concerned. From available printouts, the device was approaching elective replacement indicator. It was noted that multiple high voltage therapies had been delivered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data from the device was analyzed. The device was approaching recommended replacement time as the weekly battery voltage trend data shows the minimum battery was 2.887 to 2.628 volts between (B)(4) 2012 and (B)(4) 2012 is before device recommended replacement time <=2.6251 volt.